Event description:
It was reported that the pt has expired due to cardiogenic shock and lv dysfunction. The date of death and implant duration are unknown. The device was not explanted. No other details were provided. Info learn per response from the healthcare provider.

Manufacturer narrative:
Cardiogenic shock; lv dysfunction. Device not returned.